Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw. The analyst noted that the right ventricular setscrew is missing as reported. The torque wrench with the setscrew attached was not returned. (B)(4).

Event description:
It was reported that during implant, the implantable pulse generator (ipg) set screw came out of the header attached to the wrench. The physician did not implant the ipg. A new ipg was used to successfully implant. No patient complications have been reported as a result of this event.